Event description:
User experienced discrepant calcium results for four patient samples. User had reported out the results and the physician questioned them. Patient 1, initial result 10.8 mg/dl, repeat 8.88 mg/dl. Patient 2 initial result 10.6 mg/dl, repeat 8.75 mg/dl. Patient 3, initial result 11.1 mg/dl, repeat 9.31 mg/dl. Patient 4, initial result 12.8 mg/dl, repeat 10.01 mg/dl. Patients were not adversely affected. The field service representative was unable to determine the cause but noted he suspected the calcium reagent. The reagent was replaced and maintenance was performed. Performance tests were performed and recovered as expected.